Event description:
It was reported that multiple issues occurred with the product. The needles did not remain attached during use and repeatedly detached. During one attempt to administer heparin, the medication splashed onto a user¿s face. There were also instances of blood leakage during blood draws. These issues occurred when the nurse or medical assistant attempted to administer a vaccine, with medication leaking or the needle detaching from the hub. The procedure had to be stopped so another needle could be attached, resulting in a delay. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.